Manufacturer narrative:
The device was received for evaluation. During functional testing, ac adapter port not being functional was not reproduced. The unit was able to be powered on using the hub power port option. A review of event history log revealed ac power is off. Unit was able to successfully load and run a set without discrepancies. Ac adapter passed wiring inspection. The power ports on the ui pcba board were tested with a known good power wiring harness; device does power on during testing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be from the power wiring harness. The front door cover assembly and door to door o ring requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had issue of disconnected error on the unit. A known good power adapter was connected and found that ac disconnected error did not go away and the battery was not charging. This was observed during testing. There was no patient involvement. No additional information is available.